Event description:
A caller reported a malfunction on their insulin pump, but it did not result in their blood glucose level exceeding 500 mg/dl, indicating there was no adverse impact. The customer's pump was included in a field correction, and cts took steps to replace the malfunctioning pump. They confirmed the shipping address and advised the caller on how to use the replacement pump, including putting the current pump into storage mode before returning it. The caller was informed that they would receive a pump with updated software and was provided instructions on how to return the malfunctioning pump.